Event description:
A tandem mobi cartridge alarm was reported, which resulted in the customer's blood glucose levels exceeding a normal range, but the specific value was not provided. The customer managed the high blood glucose by administering a correction injection through manual delivery. Technical support confirmed the cartridge alarm and provided instructions to remove the cartridge, deliver a bolus, and reload it, which the customer successfully accomplished, resolving the issue.